Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly. As stated on the IFU and as a preventive measure: in case of video system center failure or malfunction, always keep another video system center in the room ready for use.

Event description:
It was reported that the device cv-190 exhibited no image and was not working. There was no patient involvement was reported, no user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause could not be determined. Probable causes are as follow. The power of the observation monitor is not on. The endoscope, camera head and a video converter are not correctly connected. A scope cable exera ii is not correctly connected. A monitor cable is not properly connected. The output setting of the observation monitor is not proper. The brightness setting of the observation monitor is not proper. Olympus will continue to monitor complaints for this device.